Event description:
In 2008, the patient/layperson informed a customer care advocate, cca, that the ok button on her onetouch ultralink meter worked intermittently with a delayed response. The cca was unable to resolve the alleged issue and replaced the meter. The patient had no symptoms nor received medical intervention.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.